Event description:
During a generator replacement surgery due to battery depletion , high impedance was observed with the lead connected to the newly implanted generator. Diagnostics were tested 3 times and the impedance was high each time. The lead pin was removed, cleaned and reinserted 3 times without success during surgery and the high impedance persisted. A test resistor was connected to the generator and the impedance was ok, 3979 ohms. This rules out the generator and incomplete pin insertion as the cause of the high impedance. The lead was not replaced as the patient had not signed consent for it prior to surgery. The explanted generator was received on 6/13/2016. Analysis of the generator in (B)(4) concluded that no abnormal performance or any other type of adverse condition was found. No known surgical interventions have occurred to date to replace the lead.